Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 5429 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial ablation in 2017 and paratubal cyst, adenomyosis, parakeratosis, dysmenorrhea, intravenous leiomyomatosis, uterine fibroid, bleeding, hypertension, appendectomy, trichomoniasis, spotting vaginal, parity 3, multi gravida, smoker, polycystic ovary, pelvic pain, cramp in lower abdomen and dysmenorrhea. Previously administered products included: citalopram. The patient had a family history of heart disease, unspecified, diabetes, asthma, colon cancer and breast cancer. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 5037 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per (B)(6) 2008. As per mr: (B)(6) 2009 first coil was placed into the left fallopian tube, and after placement there were 3 coils extending into the cavity. It was repeated on the right side and after placement of 4 coils were extended into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 3518.868 kg/sqm. [Hysterosalpingogram] on (B)(6) 2009: hysterosalpingogram was performed and fluoroscopy was provided. With injections of contrast no tubal spill was identified. Bilateral tubal occlusion devices are noted and there was no fill of the tubes. The findings are consistent with bilateral tubal occlusion. [Pathology test] on (B)(6) 2022: final diagnosis: result: uterus with cervix, bilateral ovaries, and bilateral fallopian tubes; laparoscopic-assisted vaginal hysterectomy and bilateral salpingo-oophorectomy: uterine weight: 76 g. Ectocervical parakeratosis. Changes consistent with remote endometrial ablation. Superficial adenomyosis with proliferative endometrium. Anterior uterine serosal benign cyst. Bilateral ovarian benign follicle cysts, largest 1.3 cm in greatest dimension. Right paratubal cyst, 1.2 cm in greatest dimension. Left fallopian tube without pathologic abnormality. Gross description: uterus, cervix, bilateral ovaries, bilateral fallopian tubes"-the left fallopian tube is 5.8 cm in length by 0.7 cm in diameter and has smooth purple-grey serosal surface and pinpoint, patent lumen. The right tube is 5.5 cm in length by 0.6 cm in diameter and has smooth purple-grey serosal surface and pinpoint, patent lumen. [Ultrasound pelvis] on (B)(6) 2022: transabdominal and transvaginal images are performed. Lesions in the uterus most likely due to uterine fibroids. Lesion in the cervix possibly due to cervical fibroid versus cervical polyp. Normal endometrial stripe. Essure devices are noted. Normal ovaries. There is no pelvic mass or fluid collection. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (b)(60 2022, 5429 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via histerectomy - uterus on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: new lawyer's reporter , essure removal via hysterectomy - uterus on (B)(6) 2022 added in the non-drug treatment notes, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 5429 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.